Event description:
Customer is reporting a tubing leak. Name and function of complaint: same as reporter. Customer reported a leak from tubing going from hct sensor to photoactivation chamber after buffy coat collection. Customer stated that very little fluid was leaking out. Cts advised the customer to abort the treatment and not return any blood/blood products to the patient. Customer did not return kit for investigation.

Manufacturer narrative:
Review of lot file b701 was conducted. There were two nonconformances associated with this lot. (B)(4). This lot met all release requirements. A complaint lot review was conducted and no other tubing leaks were reported to date for this lot. The assessment is based on information available at the time of the investigation. No product was returned by the customer. Therefore, the root cause for the tubing leak cannot be determined based solely on the information provided by the customer. (B)(4).